Manufacturer narrative:
Continuation of d10: product ID tm91d0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm91d0, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today ((B)(6) 2025) when the patient was charging their implant, it seemed to be taking a little longer to charge their implant and now they thought it was because the communicator hadn't been entirely shut off when they were trying to charge. Patient said that going forward they would make sure the communicator was off before they attempted charging their implant and noted they would call back if they needed any further assistance or had any further questions.